Event description:
Risk manager reported a pca over infusion of morphine, stating the patient told the nurse he did not feel he received the dose when pressing the dose request cord. She was helping him troubleshoot and explaining the lockout period. She demonstrated by pressing the dose request and in addition to the 1 mg expected dose, the device delivered an extra 2 mg for a total of 3 mg, even though no bolus was ordered or given. Concentration was 30 mg/30 ml in a 30 ml syringe. Intended programming was 1 mg patient dose with 6 minute lockout and a max limit of 20 mg/4 hours; no continuous infusion. The profile used was med surg. There was no harm or medical intervention. After the patient event the staff took the device off the patient and were able to replicate the event, although they felt the settings were correct. No patient harm and no medical intervention required. No additional patient or event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the device has not been received. A follow up report with failure investigation results will be submitted should the device be returned for evaluation.